Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on posterior side assessed as surgical impact opening. (Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed stress marks on the device.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.